Event description:
It was reported that medfusion 4000, travel course error, check clutch/plunger. No patient injury reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. Both a travel course error and a check clutch/plunger error found in device history. The issue was due to clutch half's not functioning as intended. The errors cleared up after the clutch half's were replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.